Event description:
It was reported that sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the spouse that the patient experienced failed sensor after warmup which occurred one day after the sensor had been inserted in the abdomen. According to the report, the patient experienced a failed sensor. It was not documented whether the patient was aware of the sensor failure, attempted to change the sensor, or was monitoring bg by fingerstick. The patient developed hyperglycemia symptoms of malaise and vomiting. It was not specified how long after the sensor failed that the patient developed symptoms. The spouse called an ambulance, and the bg by emergency medical service was 800 mg/dl. The patient was transported to the emergency department. There, he was treated with medications for tachycardia and nausea and humalog insulin for hyperglycemia. He was hospitalized for 3 days and the bg at discharge was 128 mg/dl. At the time of the report, the patient felt fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.